Manufacturer narrative:
Correction- section d4: the correct serial number should be (B)(6) rather than (B)(6).

Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold measurements. No intervention was reported. The patient was in stable condition.